Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. A location of the leak was not verified as the issue had occurred in the past. There was no reported adverse impact to the customer's blood glucose level.